Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The xenon lightsource (00mlx) was returned for evaluation: failure analysis: on inspection of the unit, it was noted that it powered on, but a burnt smell was coming from the unit. When plugged into the power socket, an electrical trip was triggered. Lamp hours are at 135, and unit hours are at 2102 hours. Customer complaint confirmed, no light output, and unit was found to be extremely dusty. Parts will be replaced to resource full function to meet manufacturer's specifications. Root cause: unit was received in used condition, with dust present. Unit most likely failed due to environmental damage. Unit will be cleaned and applicable replacement parts installed. No further investigation required based on risk acceptability and no manufacturing defects were noted. This issue will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the xenon lightsource (00mlx) was turning on but emitted a burnt smell. When the unit was plugged into the power socket, it was also causing an electrical trip. It is unknown whether there was patient involvement; however, no patient injury or surgical delay was reported.